Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Prosthesis kept. Sound of "clicking" when activating the handle to release the prosthesis. The prosthesis did not release.

Event description:
This supplemental report is being submitted due to completion of a lab evaluation on the 12-apr-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-oct-2023.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1919154 involved in this complaint was returned for evaluation, with its original opened packaging. The device evaluation took place on 12th apr 2023. On evaluation of the devices the following was observed. Visual inspection: red safety tab not returned, the directional button is in the deployed position, red shuttle is at the 17th dimple. Safety wire returned still in place. Slight kink on the flexor approx 120cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture but stent does not deploy. Handle opened and all cogs intact. Sheath tubing separated from shuttle cap. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1919154 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1919154 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. A possible root cause could be attributed the device kinking on insertion into the scope. The kinked flexor and continued attempt of stent deployment would likely have caused a build up of pressure which led to the sheath tube separating from the shuttle cap and subsequently the issue with deploying the stent. The clicking noise was likely generated due to the excessive strain/pressure placed on the device during deployment. As per additional information provided the product was inspected for kinks or damage before use. Also it was noted that there was resistance encountered during advancement and/or deployment. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer there was a sound of clicking when activating the handle to release the prosthesis. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed the device kinking on insertion into the scope.